Event description:
Boston scientific received information that during an interrogation before an unrelated procedure, a fault code was found indicating that the device had reverted to a permanent shock only configuration. It was noted that the patient had prostate radiation three months earlier and may have had an MRI two months ago. The physician was consulted and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was analyzed and found to be in safety mode. The device had multiple errors stored with many happening on the date the device reverted to safety mode. The device recorded four resets, three software resets and one warm reset. The device was at beginning of life (bol) with 2.93 volts at the time the device reverted to safety mode. When bench tests were performed and loads were attached to the output of the device both pacing pulses were present, and when an episode was induced, the device charged and delivered a full energy shock. The allegation was confirmed.